Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system was not completing the boot up. Upon troubleshooting, the fse confirmed that the suite pc was at fault as the logging was missing from the analysis. As a part of troubleshooting, the fse reloaded the suite pc software from backups and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.